Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified vessel. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured upon initial inflation at 6 atmospheres. A balloon pinhole was noted where the contrast media leaked at one point. The device was removed without any issues. The procedure was completed with different device. No patient complications were reported and the patient is in good condition.